Event description:
A family member reported the customer having high blood glucose values, with the current value at 407 mg/dl. After troubleshooting was completed, the helpline advised that the insulin pump was functioning properly. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. Replacement infusion sets were sent to the customer's household. The family member also reported that there was blood at the site of insertion on the customer. There was no active bleeding or infection; the family member was educated on proper insertion. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.